Event description:
According to the advocate, the customer received a blood glucose reading of 123mg/dl on the contour next, retested on the contour next usb and received reading of 39mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Product was not replaced at the time of the call.